Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent cramping pain in pelvic region."), embedded device ("e-sure coil 3x0.3x0.3cm embedded in proximal tube lumen"), genital haemorrhage ("abnormal bleeding vaginal") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 39753,627455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and biopsy endometrium. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cyclobenzaprine hydrochloride (flexeril), fluoxetine hydrochloride (prozac), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), naproxen and tramadol. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal): type- chronic utis"), hot flush ("hormonal changes: hot flashes"), depression ("hormonal changes: depression / psychological or psychiatric problems; depression"), anxiety ("hormonal changes: anxiety / neurological conditions or problems:- anxiety / psychological or psychiatric problems; anxiety"), menstruation irregular ("hormonal changes: irregular menstrual cycles") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss type- significant weight gain and unable to lose") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("abnormal bleeding (vagibal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("chronic fever"), muscle spasms ("constant muscle spasms (back)"), intervertebral disc protrusion ("bulging discs (l4, l5, s1)"), spinal flattening ("straight spine"), arthralgia ("joint pain/ severe and persistant hip and joint problems"), joint range of motion decreased ("range of motion loss in shoulders"), neck pain ("chronic neck pain/ severe and persistant neck pain"), alopecia ("hair loss"), fatigue ("fatigue / neurological conditions or problems:- fatigue"), back pain ("other injury(ies) or complication(s): chronic back pain/ severe and persistant back pain") and joint dislocation ("misaligned hips (near dislocation)"). In 2011, the patient experienced seasonal allergy ("allergic or hypersensitivity reaction: type- seasonal allergies"), skin discolouration ("discoloration on 75% of back, permanent skin discoloration"), skin hyperpigmentation ("permanent skin discoloration / hyperpigmentation/hyperpigmentation on back"), allergy to metals ("metal allergies / nickel allergy"), dermatitis contact ("nickel skin reaction") and rash ("rashes or skin conditions seemingly permanent rash"). In 2013, the patient experienced fear of disease ("psychological or psychiatric problems: unrealistic fears"), disturbance in attention ("neurological conditions or problems:- trouble concentrating"), decreased interest ("psychological or psychiatric problems: loss of interest"), confusional state ("neurological conditions or problems:- confusion"), feelings of worthlessness ("psychological or psychiatric problems: feelings of worthlessness"), memory impairment ("neurological conditions or problems:- forgetfulness"), tachyphrenia ("psychological or psychiatric problems: racing thoughts"), panic attack ("psychological or psychiatric problems: panic attacks"), oscillopsia ("shaky/ shaky vision"), vision blurred ("vision/eye problems: blurred vision / difficulty focusing eyes/ trouble focusing"), insomnia ("neurological conditions or problems:- insomnia"), dizziness ("neurological conditions or problems:- dizziness"), nausea ("nausea"), migraine ("migraines"), headache ("headaches / neurological conditions or problems:- headaches") and abdominal distension ("bloating"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal pain ("shoulder pain") and seizure (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, skin discolouration, skin hyperpigmentation, female sexual dysfunction, fear of disease, bladder disorder, urinary tract disorder, urinary tract infection, muscle spasms, intervertebral disc protrusion, spinal flattening, arthralgia, joint range of motion decreased, neck pain, alopecia, hot flush, disturbance in attention, decreased interest, confusional state, feelings of worthlessness, memory impairment, tachyphrenia, panic attack, insomnia, dizziness, fatigue, nausea, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, rash, vaginal discharge, seizure, abdominal distension and joint dislocation outcome was unknown, the weight increased, seasonal allergy, oscillopsia, vision blurred, headache, menorrhagia and vaginal haemorrhage was resolving, the tooth disorder, pyrexia, musculoskeletal pain, depression, anxiety and back pain had not resolved and the menstruation irregular had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, confusional state, decreased interest, depression, dermatitis contact, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, fear of disease, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, intervertebral disc protrusion, joint dislocation, joint range of motion decreased, memory impairment, menorrhagia, menstruation irregular, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, oscillopsia, panic attack, pelvic pain, pyrexia, rash, seasonal allergy, seizure, skin discolouration, skin hyperpigmentation, spinal flattening, tachyphrenia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. She experienced severe and persistent cramping pain in pelvic region. Discrepancy in insertion date previously and currently, (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, irregular bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received. Reporter information were added. Lot number were added. Medical history and concomitant drug were added. Event verbatim were updated as permanent skin discoloration / hyperpigmentation/hyperpigmentation on back. Event : bloating, misaligned hips (near dislocation) and e-sure coil 3x0.3x0.3cm embedded in proximal tube lumen were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent cramping pain in pelvic region."), genital haemorrhage ("abnormal bleeding vaginal") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 39753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cyclobenzaprine hydrochloride (flexeril), fluoxetine hydrochloride (prozac), ibuprofen (motrin) and vicodin (norco). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/ severe and persistant hip and joint problems"), neck pain ("chronic neck pain/ severe and persistant neck pain") and back pain ("other injury(ies) or complication(s): chronic back pain/ severe and persistant back pain"). In 2013, the patient experienced oscillopsia ("shaky/ shakyvision") and vision blurred ("vision/eye problems: blurred vision / difficulty focusing eyes/ trouble focusing "). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain / loss type- significant weight gain and unable to lose"), seasonal allergy ("allergic or hypersensitivity reaction: type- seasonal allergies"), skin discolouration ("discoloration on 75% of back, permanent skin discoloration"), skin hyperpigmentation ("permanent skin discoloration / hyperpigmentation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear of disease ("psychological or psychiatric problems: unrealistic fears"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal): type- chronic utis"), pyrexia ("chronic fever"), muscle spasms ("constant muscle spasms (back)"), musculoskeletal pain ("shoulder pain"), intervertebral disc protrusion (" bulging discs (l4, l5, s1)"), spinal flattening ("straight spine"), joint range of motion decreased ("range of motion loss in shoulders"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes"), disturbance in attention ("neurological conditions or problems:- trouble concentrating"), decreased interest ("psychological or psychiatric problems: loss of interest"), confusional state ("neurological conditions or problems:- confusion"), feelings of worthlessness ("psychological or psychiatric problems: feelings of worthlessness"), memory impairment ("neurological conditions or problems:- forgetfulness"), tachyphrenia ("psychological or psychiatric problems: racing thoughts"), panic attack ("psychological or psychiatric problems: panic attacks"), depression ("hormonal changes: depression / psychological or psychiatric problems; depression"), anxiety ("hormonal changes: anxiety / neurological conditions or problems:- anxiety / psychological or psychiatric problems; anxiety"), insomnia ("neurological conditions or problems:- insomnia"), dizziness ("neurological conditions or problems:- dizziness"), fatigue ("fatigue / neurological conditions or problems:- fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches / neurological conditions or problems:- headaches"), menorrhagia ("abnormal bleeding (vagibal, menorrhagia)"), allergy to metals ("metal allergies / nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vagibal, menorrhagia)"), dermatitis contact ("nickel skin reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes: irregular menstrual cycles"), rash ("rashes or skin conditions seemingly permanent rash"), vaginal discharge ("vaginal discharge") and seizure (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, skin discolouration, skin hyperpigmentation, female sexual dysfunction, fear of disease, bladder disorder, urinary tract disorder, urinary tract infection, muscle spasms, intervertebral disc protrusion, spinal flattening, arthralgia, joint range of motion decreased, neck pain, alopecia, hot flush, disturbance in attention, decreased interest, confusional state, memory impairment, tachyphrenia, panic attack, insomnia, dizziness, fatigue, nausea, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, rash, vaginal discharge and seizure outcome was unknown, the weight increased, seasonal allergy, oscillopsia, vision blurred, headache, menorrhagia and vaginal haemorrhage was resolving, the tooth disorder, pyrexia, musculoskeletal pain, depression, anxiety and back pain had not resolved and the menstruation irregular had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, confusional state, decreased interest, depression, dermatitis contact, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, fear of disease, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, intervertebral disc protrusion, joint range of motion decreased, memory impairment, menorrhagia, menstruation irregular, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, oscillopsia, panic attack, pelvic pain, pyrexia, rash, seasonal allergy, seizure, skin discolouration, skin hyperpigmentation, spinal flattening, tachyphrenia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. She experienced severe and persistent cramping pain in pelvic region. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Reporter's information and lot number were added. Event added: seizures. Historical drug and concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding vaginal") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and back pain ("other injury(ies) or complication(s): chronic back pain"). In 2013, the patient experienced oscillopsia ("shaky") and vision blurred ("vision/eye problems: blurred vision / difficulty focusing eyes"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain / loss type- significant weight gain and unable to lose"), seasonal allergy ("allergic or hypersensitivity reaction: type- seasonal allergies"), skin discolouration ("discoloration on 75% of back, permanent skin discoloration"), skin hyperpigmentation ("permanent skin discoloration / hyperpigmentation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear of disease ("psychological or psychiatric problems: unrealistic fears"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection (bladder/urinaryract/vaginal): type- chronic utis"), pyrexia ("chronic fever"), muscle spasms ("constant muscle spasms (back)"), musculoskeletal pain ("shoulder pain"), intervertebral disc protrusion (" bulging discs (l4, l5, s1)"), spinal flattening ("straight spine"), joint range of motion decreased ("range of motion loss in shoulders"), neck pain ("chronic neck pain"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes"), disturbance in attention ("neurological conditions or problems:- trouble concentrating"), decreased interest ("psychological or psychiatric problems: loss of interest"), confusional state ("neurological conditions or problems:- confusion"), feelings of worthlessness ("psychological or psychiatric problems: feelings of worthlessness"), memory impairment ("neurological conditions or problems:- forgetfulness"), tachyphrenia ("psychological or psychiatric problems: racing thoughts"), panic attack ("psychological or psychiatric problems: panic attacks"), depression ("hormonal changes: depression / psychological or psychiatric problems; depression"), anxiety ("hormonal changes: anxiety / neurological conditions or problems:- anxiety / psychological or psychiatric problems; anxiety"), insomnia ("neurological conditions or problems:- insomnia"), dizziness ("neurological conditions or problems:- dizziness"), fatigue ("fatigue / neurological conditions or problems:- fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches / neurological conditions or problems:- headaches"), menorrhagia ("abnormal bleeding (vagibal, menorrhagia)"), allergy to metals ("metal allergies / nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vagibal, menorrhagia)"), dermatitis contact ("nickel skin reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes: irregular menstrual cycles"), rash ("rashes or skin conditions seemingly permanent rash") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, skin discolouration, skin hyperpigmentation, female sexual dysfunction, fear of disease, bladder disorder, urinary tract disorder, urinary tract infection, muscle spasms, intervertebral disc protrusion, spinal flattening, arthralgia, joint range of motion decreased, neck pain, alopecia, hot flush, disturbance in attention, decreased interest, confusional state, memory impairment, tachyphrenia, panic attack, insomnia, dizziness, fatigue, nausea, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, rash and vaginal discharge outcome was unknown, the weight increased, seasonal allergy, oscillopsia, vision blurred, headache, menorrhagia and vaginal haemorrhage was resolving, the tooth disorder, pyrexia, musculoskeletal pain, depression, anxiety and back pain had not resolved and the menstruation irregular had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, confusional state, decreased interest, depression, dermatitis contact, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, fear of disease, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, intervertebral disc protrusion, joint range of motion decreased, memory impairment, menorrhagia, menstruation irregular, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, oscillopsia, panic attack, pelvic pain, pyrexia, rash, seasonal allergy, skin discolouration, skin hyperpigmentation, spinal flattening, tachyphrenia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. She xperienced severe and persistent cramping pain in pelvic region. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received event added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia,allergic or hypersensitivity reaction: type- seasonal allergies, allergic or hypersensitivity reaction: type- metal allergies, allergic or hypersensitivity reaction: type- nickel skin reaction; , apareunia (inability to have sexual intercourse); bladder or urinary problems or changes; dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); fatigue; hair loss; hormonal changes: irregular menstrual cycles, hormonal changes: hot flashes, hormonal changes: anxiety, hormonal changes: depression; hysterectomy (full); infection (bladder/urinaryract/vaginal): type- chronic utis; migraines / headaches; nausea; neurological conditions or problems: type- trouble concentrating, neurological conditions or problems: type- dizziness, neurological conditions or problems: type- blurred vision. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent cramping pain in pelvic region."), embedded device ("e-sure coil 3x0.3x0.3cm embedded in proximal tube lumen"), genital haemorrhage ("abnormal bleeding vaginal") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 39753-invalid, 627455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and biopsy endometrium. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included cyclobenzaprine hydrochloride (flexeril), fluoxetine hydrochloride (prozac), gabapentin (neurotin), hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), naproxen and tramadol. In november 2008, the patient had essure inserted. In november 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2008, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection (bladder/urinaryract/vaginal): type- chronic utis"), hot flush ("hormonal changes: hot flashes"), depression ("hormonal changes: depression / psychological or psychiatric problems; depression"), anxiety ("hormonal changes: anxiety / neurological conditions or problems:- anxiety / psychological or psychiatric problems; anxiety"), menstruation irregular ("hormonal changes: irregular menstrual cycles") and vaginal discharge ("vaginal discharge"). In april 2009, the patient was found to have weight increased ("weight gain / loss type- significant weight gain and unable to lose") and experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("abnormal bleeding (vagibal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagibal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("chronic fever"), muscle spasms ("constant muscle spasms (back)"), intervertebral disc protrusion ("bulging discs (l4, l5, s1)"), spinal flattening ("straight spine"), arthralgia ("joint pain/ severe and persistant hip and joint problems"), joint range of motion decreased ("range of motion loss in shoulders"), neck pain ("chronic neck pain/ severe and persistant neck pain"), alopecia ("hair loss"), fatigue ("fatigue / neurological conditions or problems:- fatigue"), back pain ("other injury(ies) or complication(s): chronic back pain/ severe and persistant back pain") and joint dislocation ("misaligned hips (near dislocation)"). In 2011, the patient experienced seasonal allergy ("allergic or hypersensitivity reaction: type- seasonal allergies"), skin discolouration ("discoloration on 75% of back, permanent skin discoloration"), skin hyperpigmentation ("permanent skin discoloration / hyperpigmentation/hyperpigmentation on back"), allergy to metals ("metal allergies / nickel allergy"), dermatitis contact ("nickel skin reaction") and rash ("rashes or skin conditions seemingly permanent rash"). In 2013, the patient experienced fear of disease ("psychological or psychiatric problems: unrealistic fears"), disturbance in attention ("neurological conditions or problems:- trouble concentrating"), decreased interest ("psychological or psychiatric problems: loss of interest"), confusional state ("neurological conditions or problems:- confusion"), feelings of worthlessness ("psychological or psychiatric problems: feelings of worthlessness"), memory impairment ("neurological conditions or problems:- forgetfulness"), tachyphrenia ("psychological or psychiatric problems: racing thoughts"), panic attack ("psychological or psychiatric problems: panic attacks"), oscillopsia ("shaky/ shakyvision"), vision blurred ("vision/eye problems: blurred vision / difficulty focusing eyes/ trouble focusing"), insomnia ("neurological conditions or problems:- insomnia"), dizziness ("neurological conditions or problems:- dizziness"), nausea ("nausea"), migraine ("migraines"), headache ("headaches / neurological conditions or problems:- headaches") and abdominal distension ("bloating"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), musculoskeletal pain ("shoulder pain") and seizure (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, skin discolouration, skin hyperpigmentation, female sexual dysfunction, fear of disease, bladder disorder, urinary tract disorder, urinary tract infection, muscle spasms, intervertebral disc protrusion, spinal flattening, arthralgia, joint range of motion decreased, neck pain, alopecia, hot flush, disturbance in attention, decreased interest, confusional state, feelings of worthlessness, memory impairment, tachyphrenia, panic attack, insomnia, dizziness, fatigue, nausea, allergy to metals, dermatitis contact, dysmenorrhoea, dyspareunia, rash, vaginal discharge, seizure, abdominal distension and joint dislocation outcome was unknown, the weight increased, seasonal allergy, oscillopsia, vision blurred, headache, menorrhagia and vaginal haemorrhage was resolving, the tooth disorder, pyrexia, musculoskeletal pain, depression, anxiety and back pain had not resolved and the menstruation irregular had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, confusional state, decreased interest, depression, dermatitis contact, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, fear of disease, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, intervertebral disc protrusion, joint dislocation, joint range of motion decreased, memory impairment, menorrhagia, menstruation irregular, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, oscillopsia, panic attack, pelvic pain, pyrexia, rash, seasonal allergy, seizure, skin discolouration, skin hyperpigmentation, spinal flattening, tachyphrenia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. She xperienced severe and persistent cramping pain in pelvic region. Discrepancy in insertion date previously and currently, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, irregular bleeding, pelvic pain. Lot number:627455 . Manufacturing date:2008/07 , expiration date:2010/07. Lot number (39753) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.